Event description:
It was reported to philips that the backup battery is not working. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer has a v200 and needs part identification (ID) as unit does not operate on the battery. A philips remote service engineer provided the customer with part ID for backup battery and backup battery cable. The customer will order the battery and maybe the cable and repair the v200. The customer is taking responsibility to correct/repair the device.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.